Manufacturer narrative:
The event occurred during an acdf 4 levels c3-c7. The screwdriver used for primary insertion was the self retaining screw driver with the screwdriver retaining sleeve. The screwdriver used for secondary insertion was a modular rigid screwdriver. No bone preparation was done as per usual technique. On 18 april 2017 the r&d project manager performed a preliminary investigation and commented as follows: based on the event description, it was assumed that it was rather difficult to insert the screws properly. The surgeon did not follow the recommendation given in the surgical technique for the preparation of screw pilot-hole. Failure could be due to plate-screw misalignment as well as to driver-screw misalignment (offset position). The misalignment could have generated an excessive stress at the screwdriver-implant interface with subsequent failure it was observed that when using the modular screwdriver, screw insertion was easier because of the rigid fixation at the driver-screw interface. Batch review performed on 21 april 2017. Lot 141368: (B)(4) items manufactured and released on 17 october 2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not yet received.

Event description:
During the screw insertion of one out of 10 screws (fixed self drilling 4x16mm), one of the flanges broke off. The surgeon was able to retrieve the metal piece as well as the screw and replace with a new one.

Manufacturer narrative:
On (B)(6) 2017 the (B)(4) project manager performed a visual inspection and commented as follows: during the visual inspection on the retrieved piece was observed that one out of four prongs was broken at the base and the remaining prongs were deformed outwards. The failure mode was previously investigate by medacta simulating standard as well as critical monoeuvres when screw is implanted off-labelling. In order to prevent potential screw failure when implanted off-labelling, countermeasure were addressed: a second screwdriver that rigidly secure the screw over the screwdriver was developed. Additionally, a detailed warning and recommendation to properly implant the screws were given in the related surgical technique.